Event description:
Information was received indicating that this smiths medical cadd solis vip pump had bad speaker, scratched lens, and rusted battery contacts. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 22-oct-2021: there was no injury reported. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was duplicated, device speaker beeper failed having a distorted sound, the lcd window lens was scratched, the battery spring contacts were rusty and corroded. Replaced all components involved. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.